Event description:
It was reported to technical services on (B)(6) 2011 that this patient leads were eroding through the skin. Dr. (B)(6) at (B)(6) medical center repaired. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).